Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, granuloma and silicone migration.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii, granuloma and silicone migration. Diagnosed by mammography and MRI. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade iii, granuloma and silicone migration. Diagnosed by mammography and MRI. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.